Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One i3 unit model # cm1100 with main unit and one i3 accessories set were returned. External visual inspection of returned material revealed functional damage to the pvc overmold area of the right angle extension cable. A test extension cable was used for patient data backup and performance testing due to functional damage to the one returned. No sparking was observed when tested using the test cable. The reported power issue was confirmed due to functional damage to the returned right angle extensions cable, and the cause was concluded to be that cable.

Event description:
When the unit was turned on, there was a flash of light. Afterward, it was no longer possible to power the unit on. Multiple outlets were tried without resolving the issue. The unit was replaced.